Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Impedances were noted to be within range after the lss. Additionally, review of some episodes there were observations of noise in which there was pacing inhibition of greater than two seconds. Technical services is concerned about a lead integrity issue and recommended asking if the patient had any trauma or fell. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Impedances were noted to be within range after the lss. Additionally, review of some episodes there were observations of noise in which there was pacing inhibition of greater than two seconds. Technical services is concerned about a lead integrity issue and recommended asking if the patient had any trauma or fell. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.